Event description:
Info rec'd indicated that, it became necessary to go back on bypass during a case. A fresh cannula was used to re-cannulate the pt to initiate bypass again. When the cannula was placed in the aorta, a blood leak was detected and the cannula was replaced. The procedure continued without further incident. The cannula appeared to be broken in a wire wind area near the suture collar.

Manufacturer narrative:
Evaluation method: device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: cause of the event has not been determined. Analysis: a gross visual examination of the returned cannula shows a break in the cannula body approx one inch from the cannula tip, near the suture collar. It is approx 360 degrees around the body, but the cannula is held together by the wire wind. Conclusion: device evaluation verifies that, the cannula is broken as reported. However, we are unable to draw a conclusion as to the cause of the break. There were no reports of further complication to the pt.